Event description:
The account alleged the head of the bed will not go up.

Manufacturer narrative:
The tech found the bearing bushing was broken on the right head panel pivot arm. The tech replaced all four bearing bushings and one flange washer to repair the bed.